Event description:
Reporter alleged obtaining discrepant pt blood glucose results of 433 mg/dl on the advantage system compared to a lab value of 72 mg/dl when testing was performed at the same time. Reporter stated on a different day using the same system, the pt blood glucose result was 580 mg/dl compared to a lab value of 134 mg/dl when testing was performed within "10 seconds" of each other. Reporter indicated the pt had been receiving high blood glucose reading on the system for several months, however, the pt was not experiencing any hyperglycemic symptoms. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.